Manufacturer narrative:
(B)(4). Date sent: 12/18/2023. D4 batch #: a9cp48. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was received with the cable cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. However, the device was mechanically tested and no anomalies were noted. No issues were noted with the opening and closing of the jaws. Due to the condition of the device returned we were unable to investigate further the "tissue trauma - no intervention required" issue reported. The device was disassembled to verify the condition of the internal components, and no anomalies were noted that could have contributed to the reported activation issues. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch a9cp48, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/27/2023, d4 batch #: unknown. Additional information was obtained: after the tissue was pinched and burnt off during procedure, the clutch could no longer be released while still holding the tissue. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during semi open hysterectomy, the jaws did not open. Gen11 was used. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No further information is available.